Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of the unit's volume is inaccurate. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This is a duplicate report and was already submitted within 30 days under report # 3006451981-2017-00209. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that the reported issue could not be duplicated. The unit was tested for accuracy and the volume delivered was well within the specified tolerance of 10% during the run down, it was noticed that the gearbox was noisy. This was an indication of a worn gearbox. The unit was disassembled and investigated. The date stamp on the gearbox suggested that the it was 8 years old. The average expected life of the gearbox is 5 years. The unit will be repaired, and recertified and restored to proper operation per procedure.

Event description:
The customer states inaccuracy.